Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from several stent rows were slightly raised from the balloon and damaged. This type of damage is consistent with the stent encountering resistance during advancement/withdrawal of the device. The ro markerbands were examined and there was no damage noted. The tip was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 31-jul-2015. It was reported that crossing difficulties were encountered. A 2.50x16mm promus element plus drug eluting stent was advanced but failed to cross the severely stenosed and long diffused target lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.